Event description:
This was a glucometer readings discrepancy. Fingerstick readings read -hi out of normal, minutes later-138 and then within minutes the following reading was noted-57.less than a week later, a reading of -521 was noted, and then a few minutes later -111 was noted , and then a few minutes later-111 again.